Event description:
Target lesion 1 (12 mm long) was identified in the ostial svg to om2 with 95% stenosis and a 4.0 mm reference vessel diameter. Target lesion 1 was treated with pre-dilatation and placement of a taxus express2 8.8% 3.5 x 12 mm drug eluting sent. Residual stenosis was 0% following post-dilation. There were no reported complications and the pt was discharged the next day on plavix and asa. The pt underwent repeat cardiac catheterization one year later, secondary to a positive echo stress test (per cath report). Angiography revealed lmca distal 70% lesion, lad proximal 100% lesion, ramus proximal 90% lesion, lcx main vessel angiographically unremarkable proximal 95% lesion om1, ostial 100% lesion om2, proximal 70% lesion lpda, rca mid 100% lesion with distal filling via bridging collaterals, svg to lad patent, svg to om2 (target vessel) ostial 95% instent restenosis, proximal 70% instent restenosis. The proxiaml segment of the svg to om2 was treated with pre-dilatation and placement of a 3.5 x 20 mm taxus stent. There were no reported complications and, the pt was discharged the next day. In the opinion of the physician the relationship of the reintervention to the taxus stent is "probable".